Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis identified green particles mold-like appearance in device outer surface, red particles biological tissue in device outer surface, and flat creases.

Event description:
Device has been explanted.